Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device had not been or worked consistently since implant. It was never set where it seemed to work longer than a day or so. Then it had to be shut off and the patient had to get it tweaked again. The patient needed it adjusted. The right side needed more activity than the left side. The caller was trying to get in touch with the manufacturer representative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that there is no device issue. They noted the patient has been reprogrammed several times. They were last reprogrammed on (B)(6) 2016, and have a follow-up appointment on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.